Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with noise on their right atrial lead that led to oversensing and automatic mode switching. The lead was capped and replaced without further consequences. The patient was stable throughout.